Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient¿s transfer set become disconnected from the patient line. This occurred during fill one of peritoneal dialysis therapy. The patient stated that they became disconnected during their sleep. The technical service representative guided the patient through the end therapy procedure and removing the supplies. The patient would set up with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.